Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was affected after a reported head trauma. Bruising was noted. There is no allegation against the device. Re-implantation is considered.

Event description:
Hearing performance with the device was affected after a reported head trauma. Bruising was noted. The user has been re-implanted on (B)(6) 2019. It was stated in the device explantation report that the implant housing was found damaged before removal.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the recipient report appears to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient suffered from an external impact to the implant site. Reportedly a bruise was present over the implant site. In situ measurements reportedly showed no communication to the internal device, although pressure on the external coil was applied. Therefore it is assumed that the device's housing was damaged by the reported trauma. No date for a possible re-implantation date has been scheduled yet.

Event description:
Hearing performance with the device was affected after a reported head trauma. Bruising was noted. Re-implantation is considered.